Event description:
Patient reported left side "discomfort began with pain" and "a lot of pain and inflammation". Additionally, healthcare professional reported left side via MRI "contracture of the capsule with little anechoic liquid in ilc in the capsule" and "axilla with inflammatory ganglion." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "contracture of the capsule" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "contracture of the capsule".

Event description:
Device has been removed.